Event description:
It was reported that nurse noticed y-site leaking normal saline during flush. No other information was provided. Two needles were returned. This report addresses the second needle.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a y-site leak is confirmed. Two 20 ga x 0.75 in w/y site safestep infusion sets were returned for investigation. Use residue was observed within the samples. Evidence of fluid leaking from the hub was present. The samples were flushed with water using a 12 ml syringe and were found to be patent to infusion. The distal clamps were activated and the samples were pressurized. A bead of water was observed to form at the blue valve in the y site hub on both samples; however, no continuous leakage was observed. The product IFU states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that nurse noticed y-site leaking normal saline during flush. No other information was provided. Two needles were returned. This report addresses the second needle.